Manufacturer narrative:
An email was received on 2018-11-27 detailing that this complaint had already been captured in another MDR (MFR report # 3003916417-2018-00305). This is a duplicate complaint and this event has been over reported.

Event description:
It was reported that the bd plastipak syringe was missing the scale markings. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe was missing the scale markings. There was no report of exposure, injury, or medical intervention.